Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to dislodgement. Due to little use, complete system was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On 4/17/2018 - this complaint file was opened in error. There are no known complaints on this ra lead. This complaint was on the rv lead, which was already reported.